Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material in the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. Based on the results of the investigation, it was confirmed that there was deformation in the area where the foreign object remained. The reprocessing status could not be confirmed because no information was available. This issue is addressed in the instructions for use (IFU): the detection method is described in chapter 3, "preparation and inspection," of the operation manual for jf type 260v, tjf type 260v. The instruction manual for jf type 260v, tjf type 260v, cleaning/disinfection/sterilization, chapter 3, cleaning, disinfection, and sterilization procedures, describes prevention measures. Olympus will continue to monitor the field performance of this device.